Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was broken. Error history log review found a force sensor bridge test error. The root cause of the reported issue was found to be combination of force sensor, main board, plunger board and plunger cable (electrical short). Unable to determine was caused the reported issue. Actions were taken to mitigate the reported issue: replaced force sensor, main board, plunger board and plunger cable. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a system error force sensor bridge. No patient injury was reported.